Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008 that a continuous ra adapter device was used during a percutaneous endoscopic gastrostomy (peg) procedure (male patient; age and weight are unknown). According to the complainant, the right angle tube would not remain in place and was leaking. Patient has some breakdown of the skin around the tube due to the leaking. Patient is in a nursing home, the device was not placed at the hospital. The procedure was completed with this continuous ra adapter device. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device is not available for return due to being implanted. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.